Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "presence of fluid between the breast tissue and the edge of the prosthesis."

Event description:
Healthcare professional right side double capsule, "accommodation folds predominating in the upper and medial limits" and "presence of fluid between the breast tissue and the edge of the prosthesis, compatible with rupture" confirmed us report. Device status is unknown.